Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that fluid flushed out of the y-site needleless connection on the port and was sucked back in. Reporter stated that blood also did not clear fully from the y-site. There was a patient involvement and there was no patient harm. Review of the video provided showed air bubbles in the tubing.

Manufacturer narrative:
Two used unit was received for evaluation, along with one video. As received, no physical damage or other anomalies were observed. The video was attached to three complaints and could not be confirmed to this event. Functional testing was performed on the returned devices, and no leaks were identified. The devices tested normally at the time of evaluation. The customer reported issue could not be confirmed at the time of evaluation. A lot of history review could not be performed as the lot number was not provided.